Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, smoker, immediate implantation, mobility. Temporary prosthesis - immediate load. Multiple failures. (B)(6) are the same patient.